Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: bypass tube would not pass through the sheath valve post tavr procedure using a sheath with a 29 mm valve we inserted the 14fr. Manta sheath and introducer with ease. The introducer was removed easily and the manta 14 fr. Was loaded onto the wire (soft j) with ease. The physician attempted to push the bypass tube through the manta sheath valve but it would not go. He attempted two more times without success. We elected to remove this system and start over with a fresh device. This device worked with ease and made an immediate seal with hemostasis. The faulty device is in my possession and will be returned for evaluation.

Manufacturer narrative:
The device was returned for investigation. The device was decontaminated then visually inspected. During inspection, no bypass tube issue, minor displacement of button valve and lever not pulled were noted. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 14f manta was planned for closure. The physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath. A second 14f manta was opened and deployed without complication; successfully achieving hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.